Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat aub, fibroids and stress urinary incontinence. It was reported that the patient had the concurrent procedures of laparoscopic supracervical hysterectomy, bilateral salpingectomy, left oophorectomy and cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, and black discharge. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 5/26/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.